Event description:
Per the audiologist, the pt was assaulted and after the incident could not hear with the cochlear implant sys. Results of an integrity test done in 2008 showed the implant was not functioning. The pt's device was explanted on four days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.